Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified: the patient consulted for uterine prolapse and stress incontinence. An abdominal hysterectomy, bilateral salpingo- oophorectomy, and trans obturator band urethropexy with aris was performed in (B)(6) 2018. The hysterectomy was complicated by an abscessed hematoma, which was successfully treated conservatively. In 2019 the patient experienced pelvic pain and dyspareunia as well as urinary urgency. Removal of the sling was performed in (B)(6) 2021.